Manufacturer narrative:
Investigation completed on a smiths medical cadd accessories battery. Complaint only accepted 75% charge was verified after charging and green led light assessed in unit. The unit would not power up. A DHR review cannot be performed because this product is a purchased finished good and the manufacturing record was not provided by the supplier. The manufacturing records of the product in question are retained by the supplier at their manufacturing site and are available upon request.

Event description:
Investigation completed on device and final report will be sent.

Event description:
Information was received that during use of this smiths medical cadd accessories, the battery will not get fully charged. It was reported that the battery only accepted 75%. No patient consequences were reported. No adverse effects were reported.